Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was kinked. The intubation was refigured for three nights in a row. The patient was extubated and intubated with a device of another brand.